Event description:
The MRI was stopped because of wires to hold rptr's tmj implant in place. By evening the drug wore off and inflammation in rptr's nose, ear, and throat was so painful rptr made an appointment to see her dr. The MRI was unsafe because of the age of this implant even though the metallic sutures were small.